Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The patient was being given oxygen and the esu was being used to remove a skin tumor from the patient's brow. However, during hemostasis a flame appeared which caused a 2nd degree burn to the brow of the patient. The burn was treated. No information regarding the settings of the generator was provided. Also, no specific information was provided.

Manufacturer narrative:
The esu was evaluated. The testing included an electrical safety check, a check of its features, and a power output check. The unit was found to meet specifications. Therefore, no problem was found with the generator that would have caused or attributed to the event. Based upon past reported events, it appears that the oxygen concentration was at a combustible level. Upon activation of the esu, the electrical charge/voltage ignited the oxygen which caused the flame. The potential of this complication is included as a warning/danger in the user manual with guidelines on using electrosurgery with any therapeutic gases such as oxygen, nitrous oxide, etc. Furthermore, the risk of a flash fire in regards to the use of electrosurgery equipment, lasers, etc. And combustible gases have been well documented in published literature. Erbe is now closing the file on this event. No trends have been identified with this situation. Erbe USA is now closing this event.